Event description:
The manufacturer's representative reported that the device was explanted after an unk implant duration due to "increased pain and trouble with refills since 2005". The pump was apparently unable to be filled to capacity. The patient was receiving hydromorhone 10 mg/ml at a dose of 3.5 mg/day. The low volume alarm was active pump empty. The pump was replaced. Final patient outcome was not reported.